Event description:
Caller reported cgm error 42 and sought assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and the caller successfully started their sensor session without encountering the error again.